Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump intermittently does not annunciate or vibrate when alert occurs. There was no impact to the user's blood glucose level. A follow up from the user on (B)(6) 2017 indicated that the pump does alert them and the alert was cleared by the user. Reportedly, the user declined further troubleshooting.